Event description:
It was reported that 10 point of care unit (pcu) keypads needed to be replaced due to cracks near screws under keypad. There was no patient involvement.

Manufacturer narrative:
Investigation conclusion: the report of the keypads being replaced due to cracks near screws under keypads was confirmed. Device inspection: an external inspection of the returned front case / keypad assemblies was performed. The front cases were observed with cracks at the lower screw inserts. Root cause analysis: the proximate cause for the cracks on the front case / keypad assemblies are the result of physical damage. Device history review: review of the sn (B)(6)service history record showed the device had a manufacture date of (B)(4)2016. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(4)2020 and indicated that this device has not been previously returned for service. Review of the production failure records were performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source devices. H3 other text : only keypads were received for investigation

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 10 point of care unit (pcu) keypads needed to be replaced due to cracks near screws under keypad. There was no patient involvement.